Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported they were unable to insert the angio-seal device into the insertion sheath due to the bypass tube coming off. When the angio-seal device was being inserted into the insertion sheath, there was resistance and the anchor and collagen were exposed, and the bypass tube came off. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The estimated blood loss is less than 250cc's. There was no health damage to the patient. There were no other devices or equipment used with the reported device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction. The device manufacturer date was inadvertently initially reported incorrectly. Therefore, has been updated to provide the correct date.

Manufacturer narrative:
One 8 fr angio-seal sts plus was returned for evaluation. One carrier tube was returned with the collagen and anchor exposed and attached at the distal tip. The hemostasis sheath and bypass tube were not returned. Visual inspection of the actual device was performed. The tamper tube was able to be easily removed from the carrier tube by application of slight digital pressure. The returned state of device is attributed to the inability to set the device in full forward lock position which led to the anchor being captured by the sheath without full insertion of the carrier tube. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely when the device was attempted to be withdrawn in the incompletely mated position which led to the exit of the anchor and collagen as seen on the returned device. However, the exact cause of the issue cannot be definitively determined since the hemostasis sheath was not returned.